Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay pt contacted lifescan (lfs) alleging a meter casing issue with her one touch basic enhanced meter. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation since the mss was unable to contact the pt by phone. The pt provided the following info: the pt takes daily diabetes medication of metformin 2 pills, 10 units novolog insulin, and 70 units lantus insulin. The product issue started over two months ago. The pt has a home health/visiting nurse attend to her 3 times per week. The pt became tired, dizzy, and had blurry vision after the product issue started. The pt said she had to have the home health nurse come to test her blood glucose when she had symptoms; the result was 349 mg/dl. The pt said she received the blood test only as treatment. The csr documented that the meter test strip holder was broken. The pt's product was replaced. It is not clear when the pt last tested her blood glucose prior to the nurse's reading of 349 mg/dl. This complaint is reported because the pt alleges that the lfs meter casing was broken and afterward she experienced blurry vision, which is suggestive of hyperglycemia.